Event description:
On (B)(6) 2014, the patient was implanted with three gore® excluder® aaa endoprostheses to treat a type b uncomplicated aortic dissection and a right common iliac aneurysm. The aneurysm sac measured 32mm. Computed tomography images dated (B)(6) 2014, revealed a type I endoleak in the right common iliac artery. It was reported there was retrograde flow into the right common iliac aneurysmal segment that had enlarged and prompted the endograft repair. On (B)(6) 2014, there was a reintervention, the physician put an icast stent graft into the internal iliac artery and a 10 x 14 iliac limb extender was implanted in the external iliac artery with repair of left brachial artery and right femoral artery. There was a combination antegrade retrograde technique used to do a chimney technique to extend the graft down into the internal and external iliac arteries. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications.the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
Patient medications: clopidogrel, esomeprazole, gabapentin, hydrocodone-acetaminophen, lisinopril, metoprolol, multivitamin, omega-3 polyunsaturated fatty acids, and testosterone. Additional devices implanted and/or related to this event: rmt231412/12026601 and pxc141000/12445020.